Event description:
Additional information received from a healthcare provider via a clinical study reported the sutureless connector segment was replaced on (B)(6) 2019. It was noted the catheter was returned to the manufacture. The issue was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2012 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-aug-2014, UDI#: (B)(4), implanted: 2012-09-24. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving 9.0 mg/ml of hydromorphone at 3.7468 mg/day, 250.0 mcg/ml of clonidine at 104.08 mcg/day, and 20.0 mg/ml of bupivicaine at 8.326 mg/day via an implantable pump for non-malignant pain and post-laminectomy pain. On (B)(6) 2019, it was reported that during the routine dye study, the hcp was unable to aspirate csf from the side port and catheter. The dye study was to assess the catheter patency due to the pump eri of 9 months. The hcp did not attempt to inject the dye due to the high concentration of dilaudid. It was confirmed that the patient was having moderate pain control with the current intrathecal and oral medication. The outcome of the event was not reported. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The device diagnosis was catheter occlusion. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had finally received cardiac clearance for replacement and will be scheduled soon. It was noted the event was ongoing.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found the catheter body to have damage to the transition tube. If information is provided in the future, a supplemental report will be issued.